Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. Product was provided for investigation, however, investigation of provided product cannot confirm or disconfirm the allegation or determine a probable cause. No injury or medical intervention was reported..

Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.